Event description:
It was reported that the insulin pump alarmed motor error. Customer had a MRI and did not remove the insulin pump. Customer's blood glucose reading is 124 mg/dl. Assisted customer with clearing the motor error alarm. Customer was able to rewind the insulin pump. The insulin pump failed the displacement test. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm.